Event description:
It was reported prior to using bd vacutainer® sst tubes, gel air bubbles were observed in an unspecified number of tubes. No adverse impact was reported regarding the patient or user.

Manufacturer narrative:
The information for the additional 510k is as follows: g.4. PMA/510(k)#: k230855. Investigation summary: bd had not received samples, but two (2) photos were provided for investigation. The photos were reviewed and the indicated failure mode for gel air bubbles was observed. Additionally, thirty (30) retention samples from bd inventory were evaluated by visual examination and the issue of gel air bubbles was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of gel air bubbles. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.